Manufacturer narrative:
The device has not yet been received for evaluation. Should new relevant information be received a supplemental form will be completed.

Event description:
It was reported that the wake button has stopped working. The device turns on when plugged into a power source. Customer had elevated blood glucose levels (300 mg/dl). Customer was unsure if the reported issue was the cause of her elevated blood glucose levels. Customer delivered a bolus to stabilize blood glucose levels.